Manufacturer narrative:
The event was not confirmed. Visual inspection: the subject liner was returned in used condition with damages consistent with repeated implantation attempts. Minor indentation damage is noted all around the back side of the device on the locking face. Dimensional inspection: not performed because the device was returned damaged and will not conform to specification. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the product would not "seat" properly in the cup. It was reported that a second product was opened and used successfully. It was reported that the delay in procedure was less then ten minutes.

Event description:
It was reported that the product would not "seat" properly in the cup. It was reported that a second product was opened and used successfully. It was reported that the delay in procedure was less then ten minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.